Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: massive bleeding due to true anorectal varices. Authors: s. Uribe, r. Herrera, f. Celedon & e. Gleser. Citation: colorectal disease (2016); 18:124 (p468). Doi: http://dx.doi.org/10.1111/codi.13445. The authors presented a clinical case of a patient with true anorectal varices and describe the surgical management using a stapled rectal mucosectomy. A male patient with child-c chronic liver disease, was admitted because of pr bleeding. The patient was taken to the or and a large haemorrhage secondary to rupture of one of the enlarged veins was noted. A running suture of vycryl+/-3-0 (ethicon) was placed with minimal success. Thereafter a purse string suture was applied with prolene+/-2-0 (ethicon) at 4 cm from the dentate line and a proximate pph (ethicon) haemorrhoidal stapler was fired achieving haemostasis. Reported complication included re-bleed in which further pph procedure was undertaken. No further bleeding occurred and the patient was discharged 2 weeks later. In conclusion, bleeding arv is an emergency and a life-threatening condition that is difficult to manage. A pph stapled mucosectomy can be used as a surgical option in this setting.